Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/29/2008 by fax and mail. A completed questionnaire was received on 11/04/2008. This report was mailed to FDA on: 11/21/2008.

Event description:
An office manager reports a patient who experienced blurry near vision, halos, glare, photopsia following intraocular lens (iol) implant surgery. The lens was exchanged with another model. In a follow-up, the surgeon reports the patient is very pleased with the result post exchange.